Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the set up joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, error 23072 was confirmed. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a golden system where no faults occurred in normal mode and the unit functioned as expected.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer encountered error 23072 on arm 4. Technical support engineer (tse) reviewed artemis and showed error 23072. Tse asked if it was possible to put the breaker on the 0 position on the vision side console (vsc), surgeon side console (ssc) and patient side cart (psc) and push emergency power off (epo) button. After that, tse asked to reset blue fiber cables, put all brakers in 1 position and repress epo button on psc. Then, before power up, try to move the arm 4 more up in different place. After power on the system, the issue reoccurred. The procedure was aborted without patient involvement.